Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc hp leaked. (B)(6) 2025, 16:36. The doctor issued a prescription for saline 46ml + tachycardia injection 40mg micro-pump static push, the nurse went to the vein to puncture the indwelling needle after pulling out the core of the needle when there is a blood splash, splash to the nurse's fingers, and immediately call the other nurses for its replacement of the indwelling needle, the nurse immediately washed his hands and reported the suspected hospital suspected incident, the subsequent observation did not see any obvious abnormality, found in time did not cause harm to the patient and the nurse injury

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4227784): 1) the products of this batch were assembled at intima ii auto line 3 in sep 2024, and packaged at cfs package line in sep 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. Possible causes: 1) after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2) if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of complaint cannot be determined. The plant will continue to track and trend for this issue.